Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a reported blood glucose value of 308 mg/dl that had been elevated for greater than four hours. The event involved product(s) 78893-01, mmt-1880l, unk_reservoir, unomedical. A family member reported the high blood glucose occurred while the customer was at home and that the pump appeared to be delivering insufficient correction boluses as pump is under delivering. The customer has type 1 diabetes and treated the high blood glucose using pump therapy and manual insulin injection with assistance from a family member. Troubleshooting was performed and the customer was using the insulin pump system with auto mode/smartguard active within 48 hours prior to the event. No further customer complications were reported. No product replacement or return was required for 78893-01, mmt-1880l, unk_reservoir, unomedical. Frn-mmt-unk-rsvr, unomed inf set, qbj-mmt-78893-01.